Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose due to the insulin pump is under delivering. Caller stated that the bolus was programmed 4 times and it never registered or delivered. Caller stated they upload to carelink and the reports show that bolus attempt was made, but no indications of insulin being delivered. Nothing further was reported.